Manufacturer narrative:
The evaluation of the subject product found the clevis cam wheel detached from the clevis yoke and loose outside the housing. A detached clevis cam wheel would result in the fasteners not deploying or seating into the tissue properly as was reported. The clevis short pin that holds the cam wheel in place was found attached to the clevis yoke, but the cam wheel itself had come free. It appears that the cam wheel mostly likely came free of the clevis short pin during assembly of the device. As such we have concluded the most probable root cause to be a manufacturing deficiency. A review of the device history records found no manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. There were 735 units in the lot released to stock in 11/2017. There have been no other complaints of this nature reported for this lot to date.

Event description:
It was reported that during an umbilical hernia repair while an experienced surgeon attempted to fixate a bard/davol flat mesh, after the 5th fastener, the fasteners would not deploy properly and seat into the mesh and soft tissue. The device was removed and another sorbafix device was used to complete the case without any issue. There was no patient harm/injury reported.